Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent incisional hernia upper midline. ­­­­­­­­­the procedure performed was repair with mesh.. On (B)(6) 2013 - the patient underwent a procedure for repair with mesh, removal of abdominal wall foreign body (mesh). The preoperative and postoperative diagnosis was recurrent incisional hernia. On (B)(6) 2013 - the patient underwent a procedure for a incision and drainage, debridement of skin and subcutaneous tissue with the preoperative and postoperative diagnosis was wound infection. On (B)(6) 2015 - the patient underwent a procedure for repair of recurrent incisional hernia with mesh and the preoperative and postoperative diagnosis was recurrent incisional hernia. On (B)(6) 2016 - ov, cc: abdominal pain. On (B)(6) 2016 - the patient underwent a procedure for repair of incisional hernia with mesh biologic and prosthetic, bilateral component separation, removal of abdominal wall foreign body (mesh) and repair of enterotomy. The preoperative diagnosis was incisional hernia, recurrent. The patient has had a adhesions; bowel obstruction; infection; mesh removal; recurrence and revision.